Event description:
Pump declared alarm 20 during operation, which led to an issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge following the proper load technique, resulting in the recurrence of the cartridge alarm. Cts assisted the caller, confirmed the shipping address, and arranged for the replacement of the pump. The customer was instructed to use mdi as a backup therapy and put the pump into storage mode before returning it with a pre-paid label within 10 days, which they acknowledged and understood.